Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable, that the lack of image was caused by a faulty cable. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU), which states the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually, when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force, when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and there was a no image issue found due to a damaged cable. The coupler was also stuck with noise and was not able to be used. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cable was damaged while using the camera head. There was no patient harm associated with the event. The device was returned and evaluated, and there was a no image issue found due to a damaged cable. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.